Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via call insulin pump alarm was found. The patient's blood glucose level was unknown . The customer was unable to rewind the pump. The customer was also advised to revert the back up plan . The insulin pump will be return for analysis.

Manufacturer narrative:
Insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating, basic occlusion, occlusion, force sensor and displacement test. No unexpected pump error 81/53/3/63/2/28 noted during testing. However, pump error 63 alarm and pump error 53 alarm found in the pump history due to software error.